Event description:
The device was returned to a third-party service center for investigation. External examination of the unit found damaged buttons on upper enclosure. Internal examination found visible foam particles inside the blower kit. No other contamination was observed in the device. The device was powered on and is functional. The device's downloaded event log was reviewed by the third-party service center and 1 error was logged. The manufacturer confirmed the third-party service center found evidence of sound abatement foam degradation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.